Manufacturer narrative:
The field service representative determined the reagent pack to be the cause. He removed the reagent pack and corresponding calibration. He verified analyzer operation with performance tests which were within specification.

Event description:
Customer states during morning run, total psa pts and level 1 control all gave results of less than 0.007 ng per ml. Customer states quality control performed prior to the run was in range. Quantity of pt samples involved was approximately 140 samples, 10 pt examples were provided. Repeat testing for the first 6 pts was performed on an e module. Pt 1, initial result less than 0.007, repeat 2.07 ng per ml. Pt 2, initial result less than 0.007, repeat 0.772 ng per ml. Pt 3 , initial result less than 0.007, repeat 0.418 ng per ml. Pt 4, initial result less than 0.007, repeat 1.15. Pt 5, initial result less than 0.007, repeat 3.59 ng per ml. Pt 6, initial result less than 0.007, repeat 0.274 ng per ml. The following 4 pts repeat testing was performed on the e2010. Pt 7, initial result 2.50, repeat 5.95 ng per ml. Pt 8, initial result 13.68, repeat 17.11 ng per ml. Pt 9, initial result 0.400, repeat 4.31 ng per ml. Pt 10, initial result 0.366, repeat 3.71 ng per ml. Pts 1-6 initial results were not reported, pt 7-10 initial results were reported. Customer stated he had no way of knowing if any pts were treated due to the incorrect results, but said it was unlikely anyone would be treated within 24 hours and their protocol for corrected results dictates their client service department calls the pt to let them know of the correct results.